Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with insulin pump. Customer was had multiple issues with insulin delivery, continues to received no delivery. The customer stated that the pump failed four times and got a pump failure again that's saying no delivery. Customer stated that the insulin exited during priming. The customer was advised to change the entire infusion system. The customer was advised to reset fixed prime to the appropriate cannula prime for their infusion. The insulin pump will not be returned for analysis.